Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the accidental failure occurred due to the deterioration of components by the long-term use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported issue. During the evaluation, a faulty computer processing (cp) board was found, the remote functions are found within the board, so the remote functions were unable to be tested. The faulty cp board was the cause of no image. The power supply and rear panel were found damaged and the video connector had a broken latch. The device was serviced and returned to the user facility after passing a final inspection. No patient injury was reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that the remote of the video system center was intermittently not working. No additional information has been provided.